Event description:
It was reported that during an unk procedure, the hand piece gave an error code 3. Another device was used to end the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and one of the pins bent; for the purpose of testing the device we correct the position of the pin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally the continuity test failed with an outcome message: pin 2/jack 1 and pin 1. However, during functional testing no error 3 was noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.